Event description:
Covidien received information stating that an 840 ventilator had an intermittent unresponsive touch screen. The ventilator was not in use on a patient at time the malfunction occurred.

Manufacturer narrative:
(B)(4). The covidien customer support engineer (cse) reported that the customer had not made this ventilator available for repair. If new information becomes available covidien will submit a follow-up medwatch.